Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7k78, architect total b-hcg, that has a similar product distributed in the us, list number 6c21, architect total b-hcg. An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
A discrepant result was generated on the architect total b-hcg assay. A patient generated an initial positive result of 70.3 iu/l. The customer auto reflexes all b-hcg results between 2 and 1000 iu/l and upon repeat, a negative value of <1.2 iu/l was obtained. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Refer to results of investigation. A review of the manufacturing and testing data for reagent lot 89907jn00 was performed. This review indicated that the reagents were released within specification and that no issues were identified internally that could affect the performance of the reagents. Testing was carried out to assess the accuracy of recovery of architect total b-hcg reagent lot 89908jn00 across the measuring range of the assay. High patient samples were also analyzed to determine if they had an adverse effect on the recovery of a low serum based panel. This testing met all specifications. The analysis of high samples before the check for sample recovery at the low medical decision point did not have any effect on recovery. From this testing we can conclude that architect total b-hcg reagent lot 89908jn00 is meeting its performance, safety and efficacy claims. No discrepant results were observed. All panels tested met specification which demonstrates that this assay can recover patient samples accurately. The architect total b-hcg assay performance is currently being monitored in (B)(4). Results to date demonstrate that the architect total b-hcg assay is performing acceptably. The customer was referred to the architect total b-hcg package insert - specimen collection and preparation for analysis and limitations of the procedure sections for further information. From the investigation performed it can be concluded that no product deficiency has been identified for architect total b-hcg reagent kit, list number 7k78, lot number 89907jn00 and the investigation demonstrated that safety, effectiveness and label claims were met.